Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noise oversensing resulting in inappropriate automatic mode switch on the atrial lead. No changes or intervention was performed; the patient would continue to be monitored. There were no patient consequences.